Manufacturer narrative:
(B)(4). The caravel microcatheter was returned for evaluation. The reported tip separation was confirmed. The surface of the tip and shaft was roughened due to contact with something hard and edgy. The proximal segment of the tip was crushed. On the torn end of the tip, the distal end of the braid tube was exposed and stretching of the tip polymer and inner jacket was observed. Findings on the returned microcatheter suggested that tip separation occurred by stretching and tearing at the junction of polymer-only and polymer-and-braid segments located approximately 2mm from the distal end of the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation results, it was presumed that tensile stress generated with removal had most likely contributed to the observed tip separation. The applied tensile stress would exceed the product design limit most likely when the tip was being caught and restricted its movement by the calcified lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter broke off during a pci to treat severely calcified 90-99% in-stent restenoses in the rca #1 and #3. Supporting with the microcatheter, a non-asahi guide wire crossed the first lesion in the rca #1. The microcatheter failed to cross and then a balloon was delivered to expand the lesion. Lesion expansion was not yet achieved. An excimer laser and rotablator were used to debulk calcification. For the second attempt the microcatheter was redelivered into the lesion to support an asahi guide wire to successfully cross the #1 lesion. Wire exchange was made in an attempt to cross the second lesion in the rca #3. The tip of the microcatheter was then found separated and remained in the #3 lesion. The physician determined that it was unable to retrieve the separated tip and deployed a stent over it as well to expand the lesion. The separated tip was successfully embedded between the stent and the arterial wall. The physician commented that it was very calcified in-stenosis where the original stent deployment was performed ten years ago and the tip might have been trapped by the lesion. There were no adverse patient effects associated with the remaining tip.